Event description:
Caller reported a cartridge issue and declined troubleshooting. There was no adverse impact to the customer's blood glucose level. Technical support was unable to obtain additional information, and the case was closed.